Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). He reason for call was patient reported that for the last couple weeks they had been having severe nerve like pain in their lower back area. Patient stated that they had not tried changing/adjusting their groups and/or programs to see if they could target the area where they were having pain. Patient then shared that the stimulation hadn't been working because it didn't help with their pain so they turned the stimulator off. Patient stated that it felt like the implanted neurostimulator had moved and was hitting the nerves which was now causing nerve pain down their legs. Agent attempted to redirect the patient back to their managing healthcare provider to further address the issue to look over the implant; yet, patient mentioned that they already contacted their doctor and the doctor told them to call the manufacturer as well.